Event description:
It was reported to medtronic neurosurgery that the valve has not been able to be adjusted since it was implanted six years ago. The pt has been experiencing the symptoms of hydrocephalus since the valve was implanted.

Manufacturer narrative:
The product was not available for return as it is still implanted in the pt. Therefore, an evaluation of the device performance was not possible. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of manufacture. Add'l pt/device info: the pt's father reported that the valve was adjusting, but the pt's clinical issues were not resolved with the adjustments.